Event description:
It was reported that the foley catheters were unable to be deflated on four occasions. It was stated that the event had occurred with 3 patients at sunshine interventional (scuh) and 1 at caboolture. Then the patients had to undergo another procedure in interventional radiology procedure to have the catheter balloon popped under fluoroscopic guidance. Per follow up information received via ibc on 06jan2022, it was stated that both the catheters were used, but the patient information was unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. Potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the latex foley catheter product ifus were found to be adequate based on past reviews. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley catheters were unable to be deflated on four occasions. It was stated that the event had occurred with 3 patients at sunshine interventional (scuh) and 1 at caboolture. Then the patients had to undergo another procedure in interventional radiology procedure to have the catheter balloon popped under fluoroscopic guidance. Per follow up information received via ibc on (B)(6) 2022, it was stated that both the catheters were used, but the patient information was unknown.